Event description:
Caller reported potential false negative troponin (tni) on the triage cardiac panel versus another device, the vidas (biomerieux). Pt is a (B)(6) male who is in the hospital for a long stay. Pt's whole blood sample was collected at 7 am and the test was performed at 9 am. No additional information provided.

Manufacturer narrative:
No pt samples were returned. Product support tested retained lot w49126 with positive controls, calibrator h and g for troponin recovery. No low bias or false negative tni results were observed. No error codes were observed. All data points with calibrator h were within the manufacturing 2sd range, with an 87% recovery (within the final release specifications). All data points with calibrator g were also within the manufacturing 2sd range. The customer's complaint of a false negative result was not observed. Product support was unable to verify the customer's result and could not rule out any sample specific or environmental factor that may have affected analyte recovery. (B)(4). The issue will be subject to tracking and trending. No corrective action required at this time as not product deficiency was established.